Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable free thyroxine (ft4) and free triiodothyronine (ft3) results for one patient sample from a cobas e602 analyzer. The sample was submitted for investigation and was tested on an analytical e module (e170) and cobas e411 analyzers. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with (B)(6) for the ft4 assay. Information concerning if any erroneous result was reported outside of the laboratory was requested, but was not provided. The patient was not adversely affected. A specific root cause could not be identified as no further sample material was available for investigation. Additional information for further investigation was requested but was not provided.